Manufacturer narrative:
Additional information: h6 and h10. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) medical center. Initial reporter phone number: (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a filter clotted alarm occurred during continuous venovenous hemodiafiltration with three prismaflex m100 sets. After each alarm, the patient was disconnected without returning the blood in the circuit, and the set was replaced. The patient was not using anticoagulation, and the pre-filter replacement rate was minimal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.